Event description:
The operator of a dimension exl w/lm instrument stated that discordant, falsely low sodium results were obtained on patient samples. The discordant results were reported to the physician(s). Patient samples were repeated on an alternate dimension exl instrument and eleven samples resulted higher. The corrected results were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
The initial MDR 1226181-2014-00648 was filed on december 11, 2014. Additional information (12/15/2014): the customer provided the initial and repeat results for the patient samples. Corrected information (12/15/2014): the information provided by the customer when the initial MDR was filed stated that the date of event was 11/15/2014. The initial and repeat results provided on 12/15/2014 show the date of testing was 11/16/2014.

Manufacturer narrative:
A siemens regional support center specialist stated that the integrated multisensor technology (imt) system t-bar had a damaged pressure foot. The imt t-bar was replaced, which resolved the issue. The cause of the discordant sodium results was a malfunction of the imt t-bar. This instrument is performing according to specifications. No further evaluation of the device is required.